Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens but the trailing haptic caught on the injector plunger and tore. There was no pt contact or injury. The reporter stated they have a new technician and the torn haptic was most likely due to a loading error.

Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product found a piece of the lens optic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions (other): based on the complaint history and the evaluation of the returned product, the most likely root cause of the event has been determined to be due to user error.